Event description:
It was originally reported that the patient fell over a year ago. Since the fall ,the patient has had a loss of therapeutic effect. She could barely feel the stimulation and was having three urinary accidents a day. She was at home in fair condition. The healthcare provider confirmed that the patient experienced no stimulation and that following a fall, the device stopped working. She also experienced flank pain. The patient's device was reprogrammed and there was an improvement in sensation. It was reported that the lack of effect is not related to the device, the patient's incontinence has worsened due to stress. No injury was reported.